Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2016 with a blood glucose level of 22 mg/dl. The customer fainted at a department store from the low blood glucose levels. Chocolate was smeared on the customer's lip and the patient woke up. The customer ate the chocolate but then had a seizure and started vomiting. The paramedics were called who gave the customer medication and transported her to a hospital. The customer had shoulder surgery at the hospital. The customer did not provide information about their treatment at the hospital nor did they provide any information about their insulin pump and whether they were wearing the device during their hospital stay. The customer did not return the product back for analysis.